Manufacturer narrative:
Tvt registry exemption number: e2014038 quarterly reporting period: q3 2020 total number of events being summarized: 1 under the terms and conditions of the registry, anonymized patient demographics details and limited details were provided regarding the adverse events and outcomes. The listed event date is the date the information was received by medtronic. The patient information included in section a. Is an average of the data provided for the events. A product analysis was not able to be performed as no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes <noe> 1 </noe> serious injury events. The type of serious injuries reported were endocarditis. The average time to event was fourteen days following the implant procedure. The patient ages in this report is 75. The patient is female. The type of serious injury information provided is limited in nature as it is provided via a third-party database. Medtronic received information regarding patient/device events via a third-party post-implant device registry (the society of thoracic surgeons/american college of cardiology